Event description:
The patient reported, "I had to have my pump changed and the surgical site became infected with star infection". Per patient, the pump needed to be taken out until the infection was completely gone. The patient expressed concern over taking oral medication to compensate for the high rate of dilaudid that was in their pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk, pump model# 8637-20, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. (B)(4).